Event description:
A customer in the united states notified biomerieux of false positive results associated with bact/alert® fn plus culture bottles (reference (B)(4)). The customer reported having two (2) bact/alert fn plus bottles with a positive result where the organism was identified on biofire filmarray as proteus. The samples were gram stained and subcultured and the results were negative with no growth on the culture. One patient was prescribed medication based on the result. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Correction made to block h1 type of reportable event: serious injury should have been selected instead of malfunction.

Manufacturer narrative:
A biomérieux investigation was conducted. Evaluation of the reported issue indicated there is no evidence of product malfunction associated with the bact/alert blood culture bottles; the bottles flagged positive or negative, as appropriate, for each patient specimen. The investigation concluded that the bact/alert® blood culture bottle is working as intended, and the blood culture results were correct. The probable root cause of the associated biofire® filmarray® bcid result was the presence of nucleic acid from non-viable microorganisms from a third party vendor's raw materials used in the bact/alert® media. The nucleic acid does not impact the performance of the bact/alert culture bottles or the bact/alert result. Biomérieux is working with the raw material vendor to reduce this possibility of presence of nucleic acid. In addition, biofire is conducting investigation activities related to the filmarray behavior for this topic.